Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6) e1: reporter phone number: (B)(6).

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating the central monitor display hang. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
The customer confirmed the issue did not occur during start up. To resolve the issue, the customer rebooted the device to clear the central station display's hung state. Based on the information available in the case and by the philip representative, the cause of the reported issue was not confirmed. The issue was resolved by a system reboot. No further investigation or action is warranted at this time. Based upon updated information, product name changed from 866066 intellivue mx550 patient monitor to 866389 intellivue patient information center ix.

Event description:
It was reported the central monitor display was hung. The device was not in use on a patient at the time of event, there was no adverse event reported.